Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and ovarian cyst ('grapefruit size cyst on ovary') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and salpingectomy and removed one ovary). Essure was removed. At the time of the report, the back pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and ovarian cyst ('grapefruit size cyst on ovary') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and salpingectomy and removed one ovary). Essure was removed. At the time of the report, the back pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Removal information added. Case become incident. On 23-mar-2020: social media received. Reporter added. New event added:grapefruit size cyst on ovary. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.